Manufacturer narrative:
The device was returned to the manufacturer for evaluation on 03/30/2017 and the lot number originally reported was updated to reflect the actual product returned. It was measured and confirmed to be within specification. The product was reviewed under magnification and confirmed that the sub-olive wire broke at the location where a break would be expected if bending forces were applied. The DHR was reviewed and no non-conformances or issues during the manufacture or release of the product were identified that could have contributed to the issue reported. The product is manufactured with implant grade material. Based on the evaluation and the information provided, the most likely cause cannot be confirmed; however it is possible the patient had hard cortical bone and/or the technique utilized on the instruments applied additional forces to the device. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
The 2mm x 40mm sub-olive wire with threaded tip is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation, however the DHR was reviewed and no issues were identified that could have caused or contributed to the event reported. The sub-olive wire is manufactured with implant grade material. The most likely cause of the wire breaking is unable to be determined based on the information provided. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The investigation is ongoing and the company will supplement this MDR as necessary and appropriate. Device was not returned.

Event description:
A sales representative attending a surgery on (B)(6) 2017, reported on 01/10/2017 that the tip of an olive wire broke at the bone level while the surgeon was removing the wire. The tip of the wire was retained in the patient's bone. There were no other patient outcomes reported and the surgery proceeded without delay.